Manufacturer narrative:
Product evaluation: the product was not returned for analysis. The lens remains implanted. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported opacification or glistenings of a lens following an intraocular lens (iol) implant procedure. The patient's vision has declined over the last twelve months. The lens remains implanted. Additional information has been requested.